Manufacturer narrative:
Device history review; complaint history review; risk assessment the device was not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the reported event can be attributed to design related issue.

Event description:
It was reported that; while final tightening of the blockers was being performed the tip of the torque wrench broke off.

Event description:
It was reported that; while final tightening of the blockers was being performed the tip of the torque wrench broke off.